Event description:
Product returned with oos report indicating a possible connector problem. Comments: "there was a lot of noise on the ff channel and v channel which led to an inappropriate shock." In addition, an explanatory letter and an iegm for the episode were provided. The device was successfully replaced with the same model. On 10/23/2007, received med watch report from clinic.